Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was later explanted and returned for an unknown reason. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a low out of range shock impedance measurement of zero ohms. Review of stored device memory revealed that the patient was using a transcutaneous electrical nerve stimulation (tens) unit at the time the measurement was recorded. Additionally, high out of range pacing impedance measurements greater than 2,000 ohms was observed on the right atrial (ra) channel, however, the atrial port was plugged as no ra lead was implanted. Boston scientific technical services (ts) discussed programming options when no ra lead implanted and also discussed electromagnetic interference (emi). The physician recommended the patient discontinue use of the tens unit. This product remains implanted and in service. No adverse patient effects were reported.